Manufacturer narrative:
Device analysis for extension (B)(4) revealed no significant anomaly. The distal end setscrew was missing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37081-40, serial #: (B)(4), explanted: (B)(6) 2019, product type: extension. Product ID: 977a260, lot #: 0208900471, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 37081-40, serial/lot #: (B)(4), ubd: 17-nov-2018, UDI #: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 21-oct-2018, UDI #: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient complained that the ins sometimes works and sometimes not. During hospital visits and the impedance measurements were sometimes >10 ,000ohms on all connectors but sometimes the impedances were fine, except connector 4 which stays >10,000ohms. The doctors decided to do further investigation in the or to discover the problem. First the doctor searched for the connector (lead-extension) and disconnected it. After finding the connector impedance was measured on the lead using a multi lead trialing cable (mltc). Impedances were okay, except connector 4 which was known already. Second the doctor removed the extension and placed a new extension, then connected to the ins and measured impedances; all about 800ohms except connector 4 of >10,000 which was known already. The ins worked fine and the operation wound was closed. Visible inspection of the extension did not show any damage, but it was clear the problem was somewhere in the extension. The event resolved after extension replacement. The patient was alive with no injury. No further complications were reported or anticipated.